Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported that a patient presented with keratoconjunctivitis sicca five months following photorefractive keratectomy (prk) surgery. The patient reported "her eyes feel fine, rarely dry, and is not using artificial tears and cyclosporine drops as directed. In a follow up, the technician reported the patient had trace of dry eye, prior to surgery, she is non compliant with her medications and follow up visits. She was directed to start on artificial tears and cyclosporine drops and will follow up in approximately one month. There are two medical device reports associated with this event. This report is for the right eye.